Manufacturer narrative:
(B)(4). Multiple MDR¿s were filed for this event. Please see associated submissions: 0001825034 - 2018 - 01891, 0001825034 - 2018 - 01893. Concomitant medical products: 195755 vgxp xp inlk pri tib tray 71mm, lot 559030, 195849 vgxp xp e1 tib brg rm 9x71, lot 538490. This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported in clinical study 504- following a total knee arthroplasty procedure, the patient reported experiencing problems walking, problems performing usual activities, moderate pain, limping most of the time, impossible to kneel, pain in bed nightly. This was reported during a 3 month follow up appointment. During a 6 month follow up appointment, the patient reported experiencing problems walking, problems performing usual activities and moderate pain. The procedure was performed on the right knee. The operative time reported 97 minutes from incision to closure completion. No additional information is available at this time.